Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that their iogeni video router was turned on and they were able to see the signal once the router was turned off. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor went black. The issue was found prior to a diagnostic colonoscopy. There were no reports of patient harm.